Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that one of the patient¿s ins¿s had the doctor icon with ¿ier¿ popping up. No symptoms were reported. No further complications were reported. Follow-up was conducted. Additional information was received from a consumer regarding the patient. It was reported that the patient clarified the "ier" message to be an "end of life" message on their right hip unit on (B)(6) 2017. The patient reported that on (B)(6) 2017, the device was 9 years old and they were unable to recharge anymore. The patient stated that they used their right hip unit more than their left hip unit. They reported the device was no longer usable. When asked about steps taken to resolve the doctor icon and "ier," the patient stated, "failed emails/phone calls, using external units." The patient reported they had set up a replacement of the device with a healthcare professional. No further complications were reported.